Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that for about a week and a half the patient had been feeling electricity going through their body and they were hot. Caller said it was all over their legs and back and they could feel the inside of their body. Caller stated that they turned the stimulation off about 3 days ago but the patient was still uncomfortable. Caller confirmed that all groups were set to 0. Agent asked if patient has had any falls or trauma and caller said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.